Event description:
Same case as MFR: 2134265-2015-03707. It was reported that the patient expired. A left atrial appendage (laa) closure procedure was being performed. The 21mm watchman delivery system (wds) was used with a watchman access sheath (was). The measurements for the appendage were as follows: 0 degrees 15mm diameter & 21mm depth, 45 degrees 15mm diameter & 19 mm depth, 90 degrees 13mm diameter & 20mm depth, 135mm 12mm & no recorded depth. A trans-septal puncture was performed and a wire was placed in the left upper pulmonary vein (lupv). The was positioned over the wire in the lupv. A 6f pigtail catheter was inserted through the was and the wire was removed. The was and pigtail were then pulled back out of the lupv counter clockwise. The pigtail catheter was advanced to achieve optimal positioning. Both the echo images and cine imaging confirmed good position for a 21mm watchman device. As the physician had begun inserting the wds into the was, it was communicated that the was had moved posterior and an adjustment may be needed for optimal placement. The decision was made not to continue to advance the wds, but to subtly rotate the was counter clockwise. Positioning was confirmed and appeared to be again optimal for placement. The wds was then advanced into the was and the distal marker bands were aligned. They grounded the device assembly and pulled the was back to lock into place. The tuohy was loosened and they grounded the core wire and preceded to un-sheath the device in the laa. Echo imaging was challenging and it was difficult to gain a clear picture of the device in the appendage, it was obvious that it was quite deep. It was noted that while maneuvering the probe in an attempt to get better visualization it continued to be quite challenging. It was approximately 2 minutes after device deployment that the patient experienced sudden hypotension, complete heart block, and tamponade was confirmed. An emergency pericardiocentesis was performed with massive drainage of fresh blood and auto transfusion was performed. CPR, defibrillation, and resuscitation performed. The patient had been stabilized and was transferred to the intensive care unit (ICU). The following day the patient was noted to be ¿unwell¿ but was conscious and speaking. That evening the patients pressures start to drop again and tamponade was confirmed. The patient was take to the or where she was again stabilized and transferred back to the ICU. Two days post procedure the patient was taken off life support and expired.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).